Event description:
Customer reported that she is trying to upload the information from the insulin pump and is getting to about 51 or 52 percent and the upload process stopping. The alarm history was checked and it was found that there are some error alarms. Customer was advised that these alarms can affect the history display. Customer crated s second account and was able to upload data. Customer stated that the insulin pump was not in use for a couple of months and was stored without a battery. Customer was explained that the device experienced an unexpected restart. Customer programmed a normal bolus into the air and bolus amount was recorded in the history. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.